Manufacturer narrative:
Continuation of d10: the serial number of the other relevant device has been updated as below: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis of the nim console (serial: (B)(6)) found that the item was received with software version 1.6.4. There was crm pcb failure. Product analysis of the nim patient interface (serial:(B)(6)) found that there was stim and wireless failure. The main pcb and stim board was faulty and the spare fuses were missing. Product analysis of the nim patient interface (serial: (B)(6)) found that the patient interface failed stim measurement accuracy during testing. The stim pcb was faulty and main pcb was replaced due to sporadic communication when corded. Replaced batteries due to age and updated unit to software version 1.6.4. H6: previously applied codes fdd a110207, fdm b17, fdr c20, fdc d16 and img g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: p2127840/225113384, UDI#: (B)(4), product ID: nim4cpb1, serial/lot #: (B)(6), and UDI#: (B)(4). Additional codes: img code g02030 is applicable for the nim 4.0 console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim console kept asking for a software update. The system failed to connect to the pi boxes wirelessly and when the pi box was undocked, it asked for the software update and failed to connect both wirelessly and wired. When pi box was wired and docked the software update message appeared and it had a hard time connecting wirelessly and wired. After updating the pi boxes using the cord, the nim vital would not boot fully and show that the self test had failed. There was no patient involved.